Event description:
It was reported, during the permanent scs implant procedure, the physician felt the epidural space was narrow and utilized a brain spatula to insert the lead. The pt reported feeling abdominal pain. The physician pulled out the lead. F/u identified pt symptoms have improved.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of pt symptoms could not be confirmed via lab testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.